Event description:
It was reported that the powersail was being used in a very challenging anatomy for post dilatation in the cx. As the catheter was being delivered, it went off the guide wire to the end of the artery and caused a perforation of the cx. An attempt was then made to stent through the lima to the diagonal and the subclavian was dissected. The pt went to surgery to resolve both issues.